Event description:
The pt procedure was a robotic hysterectomy and robotic vaginal vault suspension, and cystoscopy. During the procedure, the vessel sealer blade failed to retract into the device. FDA safety report ID# (B)(4).